Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.